Event description:
A remote transmission received indicated "v. Undersensing possible: rv sensitivity> 0.6 mv". (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).